Event description:
It was reported that inhibition of pacing due to oversensing was observed. The patient experienced dizziness due to a slow heartrate during the intermittent pacing. Provocative testing caused noise on the lead. Reprogramming it to voo resulted in a stable rhythm but a sensing issue. The lead was explanted with failure to implant a new lead. The patient status is reported as ok. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; the full lead in segments was returned and analyzed.